Event description:
Suction canister imploded, made gunshot sound.======================manufacturer response for suction canister liner, (brand not provided) (per site reporter).======================manufacturer's rep came in took description of what happened so he could fill out a pqr and send product in for evaluation.rep took product to ship in with report.what was the original intended procedure?screw removal from jaw.device #1is this a laboratory device or laboratory test?no.